Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was missing tamper seal. The root cause of the reported issue was found to be fluid ingressed downstream occlusion sensor. D5 and e4 are unknown. No information has been provided to date.

Event description:
It was reported that during testing the device's cassette alarmed. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. The downstream occlusion sensor value was stuck at 134 mv. A fluid ingressed downstream occlusion sensor was found during investigation. Replaced downstream occlusion sensor. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Other, other text: the device manufacture date was not provided, in the initial report. Updated h4. The model number was not provided, in the initial report. Updated d4.